Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported the lead associated with this incident report was no longer providing stimulation. Surgery was undertaken and intraoperative diagnostics indicated high impedance readings. The lead was explanted and replaced and stimulation restored.

Manufacturer narrative:
The reported event of high impedance/lead fracture was confirmed. Return octrode lead body had a kink with all internal wires broken which can cause the reported event. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.